Event description:
Customer reported being unable to test due to receiving an ER-3 message on his adc meter. Medical survey was not completed because customer disconnected the phone call. When customer service called customer again to obtain additional information the customer was not available to answer and the person who answered the phone call reported that customer experienced unknown symptoms and injury. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1254855) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.